Event description:
The grandson called on behalf of a patient and reported an adverse event. The patient had two cypher stents placed in unspecified coronary arteries following a "heart attack" and "partial blockage." Approximately two years post index procedure, the patient expired alone in her home. No autopsy was performed. The death certificate listed the cause of death as acute myocardial infarction and heart disease. The patient had been compliant with taking her daily aspirin and had a pacemaker for several years. No further information was available.

Manufacturer narrative:
The complaint received states that the patient suffered an mi and expired approximately two years post cypher stent implantation. This was a (B)(6) female with medical history including coronary artery disease and permanent pacemaker. The grandson called on behalf of a patient and reported an adverse event. The patient had two cypher stents placed in unspecified coronary arteries following a "heart attack" and "partial blockage." Approximately two years post index procedure, the patient expired alone in her home. No autopsy was performed. The death certificate listed the cause of death as acute myocardial infarction and heart disease. The patient had been compliant with taking her daily aspirin and had a pacemaker for several years. No further information was available. The cypher stents remain implanted thus unavailable for analysis. There was no sterile lot number information available thus no DHR could be performed. Mi is a known potential adverse event associated with coronary stent implantation and is often associated with thrombotic or restenosis events wherein the inner lumen of the coronary artery becomes narrowed and blood flow decreased. The myocardial tissues are starved of oxygen and other nutrients secondary to the decreased or stopped blood flow and it causes permanent cardiac damage. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the limited information does not allow for an accurate assessment of possible contributing factors; however, the patient was of advanced age and had a personal history of coronary disease. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00032 and 3003742446-2012-00033.